Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving bupivacaine 20 mg/ml; 4.4 mg/day and dilaudid 0.8 mg/ml; 0.17 mg/day via an implantable pump. Indication for use was malignant pain. The date of the event was (B)(6) 2018. It was reported the hcp noted a non-critical memory error when interrogating the pump and confirmed it by reading the pump logs. It did not trigger a pump alarm and caused no changes to pump programming or change in therapy delivery. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The cause of the memory error was not determined. The telemetry logs did not indicate any other memory errors. All settings were as expected. No alarms were activated. The plan was to continue to monitor. The patient weight at the time of the event was (B)(6).

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID (B)(4) lot# serial# unknown product type programmer, physician product ID (B)(4) lot# serial# unknown product type software . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The serial number of the physician programmer was (B)(4). The software card version is (B)(4).